Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-8336-50, serial #: (B)(4), description: coveredge 32, 50 cm 4x8 surgical lead, model #: sc-4231-36, lot #: 17624374, description: paddle blank for coveredge 32 surgical lead. The explanted devices were not returned to bsn.

Event description:
A report was received that the patient was experiencing discomfort at the ipg site and had developed an infection. Symptoms included redness, soreness, and pus at the pocket site. The physician believed that the infection was procedure related. The patient was administered intravenous antibiotics in the hospital and was prescribed oral antibiotics when sent home. The patient underwent an explant procedure.